Event description:
It was reported the ball joint would not stay in locked position while the skull clamp was attached to patient.

Manufacturer narrative:
Received device and verified that the ball joint moves freely. Investigation is in progress.

Manufacturer narrative:
Received device and verified that the ball joint moves freely. There is a bronze bushing that manufacturing failed to install..

Event description:
It was reported the ball joint would not stay in locked position while the skull clamp was attached to patient.

Event description:
It was reported the ball joint would not stay in locked position while the skull clamp was attached to patient.